Event description:
It was reported the patient¿s leads broke. It was noted the leads were replaced. It was reported the patient fell multiple times. It was noted therapy was great prior to lead break.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v062018, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-28, lot# v164575, implanted: (B)(6) 2010, product type: lead. Product ID: 3093-28, lot# v062018, implanted: (B)(6) 2007, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. (B)(4).